Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock as the atrial lead was undersensing. The atrial lead was reprogrammed to the most sensitive value and remains in use. No further patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.